Event description:
It was reported that during a lap cholecystectomy, the jaws could not be opened when the clip was fed into the jaws at the 2nd firing. The device was fired properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the device fire? -- yes. Did the clips feed sideways or have a slow feed? -- no. How was the device opened and was it on tissue? If so what tissue? ¿ opened with releasing the trigger. / -- no. Were the clips formed properly? ¿ 1st: yes / 2nd: no. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.